Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the guideiwre could not enter the microcatheter as it would run into the gap at the tip of the micro catheter. The guidewire was replaced but the issue recurred, so the catheter was finally replaced and the issue resolved. It was stated that as a result of the issue the guidewire punctured the proximal end of the catheter. The patient was undergoing embolization surgery for treatment of an arteriovenous malformation it was noted that the vessel tortuosity was normal. There was no kink/damage to the guidewire/pushwire/stylet. The devices were prep ared/flushed as indicated per the IFU. There were no related patient symptoms. Ancillary devices include an asahi chikai .010" 200cm guidewire.

Manufacturer narrative:
D10: device available for evaluation - additional information g4. Date MFR rec ¿ additional information h2: type of follow up - device evaluation h3: device evaluated by manufacturer- additional information h6: codes updated as received, there were not any damages found with the apollo hub. No bends or kinks were found with the apollo catheter body. The detachable tip was found intact. The apollo catheter was flushed, blood and water exited the distal tip. The entire surface of the apollo catheter body was examined under magnification. The apollo catheter body was found ruptured at the distal tip. Based on the device analysis and reported information, the report of ¿catheter puncture¿ was confirmed. Although the customer reported the apollo was punctured, the returned apollo was not ¿punctured¿ but rather was found ruptured. The rupture appears to have occurred as a result of over-pressurization. Rupture can occur during injection when the distal portion of the catheter is kinked, prolapsed, or occluded. Rupture can also occur due to increased injection force against resistance. However, the cause for the rupture could not be determined. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.